Event description:
It was reported that the patient experienced severe headaches and episodes of blacking out. There were also elevated impedances on the left side on contacts 1, 2 and 3. The device was reprogrammed and the issue resolved without sequelae on 2013 (B)(6). The issue was considered related to the therapy.

Manufacturer narrative:
Product ID 3389s-40 lot# va0074j, implanted: 2012 (B)(6), product type lead product ID 3389s-40 lot# va0074j, implanted: 2012 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient. (B)(4).